Event description:
Customer reported via phone, she received the tubing clamp to perform high pressure test. Customer's current blood glucose was 300 mg/dl. Original blood glucose level was 450 mg/dl. High pressure test was performed and the insulin pump passed. Customer was advised to do a complete set change. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.